Manufacturer narrative:
Vyaire medical identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that vela ventilator shows motor fault alarm repeatedly after the ventilator started up. The customer reported that there was no patient involved in the said event.